Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2023-19556 and 2017865-2023-19557. It was reported the patient presented for a full system extraction. It appeared the patient was manipulating their pacemaker in a twiddler fashion causing device migration and infection. The pacemaker and two leads were explanted without issue. The patient was stable.